Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to broken charged coupled device (ccd). The most probable cause of this complaint is component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had image problem during angulation. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
The issue occurred during bronchial fibroscopy procedure. The procedure was completed with an olympus back-up device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to update h6 (historical data analysis). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.